Event description:
A report was received that the patient's ipg was replaced due to suspected premature battery depletion. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient's ipg was replaced due to suspected premature battery depletion. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg passed visual, photographic imaging, electrical and performance test done. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate which is within the expected range. Device exhibits normal charging and discharging characteristics.